Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). (B)(6). A photo was received for this complaint. Upon visual evaluation of the photo provided, the off center reported by the customer can be confirmed. No samples were received for evaluation. Related event conclusion: method ¿ pick and place vacuum nips not standardized based on the process review carried out, if the vacuum nips of the pick and placed are not standardized, when the machine take a component it drops it misaligned and an off center hole failure mode can occur. Standardization of vacuum nips of the pick and placed was only performed in the ats#2 line on (B)(6) 2021 (see attachment #1), but it will be deployed to ats#1. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and confirmed during the process review carried out. A CAPA plan will be generated to deploy the implementation of the pick and place standardization action performed in the ats#2 to ats#1 line, which address the cause identified. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the starter hole of the moldable wafer was off centered. The product was not used on patient. Photographs depicting the issue were received from the complainant.